Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of "does not function" and "attachment breaks the cutting burr" were not confirmed. During service, the device passed all tests and no problems were observed. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device did not function, and it was breaking the cutting burr. The device was being used during surgery, but there was no patient injury. It is unknown if there was any user injury, medical intervention, or a delay in surgery. There was no additional information provided.